Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on either (B)(6) 2007 along with concurrent hysterectomy due to ¿keeping things in place¿. Following implantation the patient experienced erosion, pain, painful sex, painful walking, pain along tail bone, infection, bladder infection, bowel prolapsed/elimination problems, bleeding, swelling, patient and spouse was cut, mental and emotional damages. The patient underwent attempted mesh revision early (B)(6) 2008 -this was unsuccessful, patient then underwent revision on (B)(6) 2008. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.